Event description:
(B)(4). Same case as: 2134265-2010-03204, 03205. It was reported that post a coronary stenting treatment procedure, the patient experienced chest pain. Lesion 1 was located in the distal right coronary artery. The de novo target lesion was 70% stenosed, 3.5mm in diameter and 10mm long. The lesion was treated with predilation with the placement of two taxus express2(2.5x16mm and 2.5x8mm) stents. Lesion 2 was located in the mid right coronary artery. The de novo target lesion was 95% stenosed, 3.0mm in diameter and 12mm long. The lesion was treated with predilation and placement of a 2.75x24mm taxus express2 stent. During the index, the patient was given medications (heparin, bivalirudin and asa). The patient was discharged 4 days later. In (B)(6) 2009, the patient experienced chest pain. The patient was hospitalized. The event was considered "resolved." The patient was discharged 1 day later.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).